Event description:
It was reported that prior to a novasure endometrial ablation, the physician used a large hysteroscope on a pt and had difficulty inserting. The physician decided not to use the scope and moved forward with the ablation. The physician used two disposable devices and the cavity integrity assessment (cia) tests were unsuccessful. After inserting the second device, the physician suspected a perforation. A hysteroscopy was performed and the pt's cavity could not be visualized. The procedure was aborted. On (B)(6) 2013, it was reported by the physician that there was no intervention required, the pt was discharged home and "everything was fine".

Manufacturer narrative:
Additional lot#: 12l07rc, expiration date: 12/07/2013. Serial number of the radio frequency controller not provided by the complainant. Additional approx age of device: 12 months. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Additional manufacture date: 11/2012. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).